Manufacturer narrative:
Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 19.5 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to post-operative dysphotopsia. Reportedly, the patient did not have any contributing medical history. There was no incision enlargement or vitrectomy performed. The replacement lens was a zcb00 19.5 diopter lens. There was no patient injury. No additional information was provided.

Manufacturer narrative:
Device evaluation: a product evaluation/investigation was not performed as no product was returned (the lens remains implanted). The complaint cannot be confirmed. Manufacturing record review: the manufacturing record was not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.